Manufacturer narrative:
The tech found that the brake lock was broken. He used a brake/steer kit on the head and foot end brakes to repair the stretcher.

Event description:
The account alleged that the bed wasn't locking properly.